Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and thrombus has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding issue was most likely patient condition related since multiple location were bleeding, and the bleeding was resolved without any intervention or treatment. As the necessary information was not provided, the root cause of the thrombus was not determined. D6b explant date was reported incorrectly on manufacturer device report.

Event description:
Us complainant reported the patient was on impella 5.5 support and they had a hematoma in their chest. Staff was unsure of the source. Two units of blood products were given to the patient and heparin was withheld. Additionally, the staff found a possible clot in the aortic valve when doing a computed tomography scan. Support continued and heparin was given to the patient. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿